Event description:
Patient reported pump is taking longer to infuse than normal infusion time. Spring is not working properly. Pharmacy is replacing pump. Patient did not miss any dose due to this issue. No adverse events reported. Pump is available for return. Pump no additional information available. Reported to (B)(6) by patient/caregiver.